Event description:
Healthcare professional reported right side bilateral exchange of textured devices due to patient's concern with product and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening on anterior, crease fold and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and anterior, non-penetrating nicks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior and anterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side bilateral exchange of textured devices due to patient's concern with product and deflation. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.